Event description:
It was reported that the left ventricular (lv) lead dislodged back into the main coronary sinus. The lv lead was attempted to be repositioned, unsuccessfully with a hybrid guidewire. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic melting and there was apparent explant damage. (B)(4).